Manufacturer narrative:
At this time a device investigation has been started but not yet completed. Once the device investigation has been completed a follow-up MDR will be submitted.

Event description:
It was reported that "there is a mark on the inside packaging" of the drill bit. The device was not used.